Manufacturer narrative:
Unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that insulin pump¿s display was flashing. Customer states that there was no report of pump screen flashing when screen was turned on after being in sleep mode. Customer¿s blood glucose was unknown at time of incident. Customer states the pump has been bumped. Insulin pump will be return for analysis.